Event description:
The customer reported getting a charge button failure.

Manufacturer narrative:
(B)(4). The customer reported getting a charge button failure. This customer reported a failure to discharge during a patient event. There was no impact to the involved patient.